Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a replacement procedure of the device, the set screw was unable to be loosened from the header of the device. The device was explanted to resolve the event and the patient was stable.